Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the emergency room and the anti-tachycardia pacing (atp) therapy accelerated the patient ventricular tachycardia (vt) to ventricular fibrillation (vf). The electrophysiologist adjusted the patient medication and discharged the patient home without changing the device programming. It was confirmed that the electrophysiologist did not want to change the device programming. This implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.